Event description:
It was reported that the tip of the instrument?s tip was broken. The broken piece was not left inside the patient, no patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Additional information: the micropituitary inferior shaft tip is broken off at the center of the jaw pivot pin forward. The pin and the broken off portion of the shaft is missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.